Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information provided, it was reported a rupture in the breast implant. During evaluation of the sample a siltex cracking was observed. Within the siltex cracking, missing material was noted in the posterior aspect, measuring approximately 2.0 cm x 2.2 cm. In addition delamination with leak was observed in the posterior view. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 375cc mentor memorygel breast implant and experienced postoperative bilateral rupture. As a result, the patient underwent removal and replacement with 425cc mentor memorygel breast implant, catalog # 3544251, left serial # (B)(4)and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.